Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return devices. Retention adn return devices were tested with hcg 20 miu/ml cutoff urine control and 100 miu/ml hcg positive urine control; all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported potential false negative urine hcg results on two pts with consult diagnostics hcg cassette vs. Serum hcg results. Customer reporting two instances of false negative urine hcg results with consult diagnostics hcg cassette. Limited info was available from the customer. Both pts were pregnant;exact serum hcg results not available but customer indicated both were above 400miu/ml.